Manufacturer narrative:
The serial number was unknown; therefore, the device manufacture date was unknown. UDI has been updated accordingly. Reporter¿s complete mailing address and phone number were not provided. The manufacturing location was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the battery oscillator device mostly did not function. It was reported that when it was checked after surgery, the device functioned slightly but was not strong enough to cut the bones. It was reported that it was not a problem of the battery and definitely an issue with the main body. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. During repair, it was determined that the device lock ring was loose, the spiral ring part and the pin were missing. It was also determined that due to the missing spring, the trigger did not return to the start position. Additionally, due to the missing pin, the trigger was able to spin. It was noted that on the back side of the trigger is a magnet that corresponds with the electronic control unit for the speed control. If the magnet is not in the correct position it is possible that the electronic control unit would not receive the magnetic field and the device is unable to be started. It was also determined that the device failed pre-test for general condition, trigger, function, trigger and electronic control unit function oscillation frequency and mode switch test. Therefore the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device serial number and manufacture date were documented as unknown in the initial report. The serial number has been updated to (B)(4) and the date of manufacturer has been updated as 2/29/16. The unique identifier( UDI) has been updated accordingly. The manufacturer location was documented as unknown in the initial report. The location has been updated to oberdorf. Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.